Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00342 (submitted to the FDA via (B)(4)). This additional regulatory report decision (arrd) has been created to submit additional information related to completion of the complaint investigation. The referenced distal end percutaneous lead (driveline) replacement was reported under medwatch MFR report #2916596-2017-00634. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 6 months. Manufacturer's investigation conclusion: although the reported driveline fault alarms were confirmed via the submitted log file, the cause could not be conclusively determined. Evaluation of the submitted log file revealed 277 driveline fault alarms. The alarms occurred while connected to both the power module and battery power. No other atypical alarms were noted throughout the duration of the log file and the pump operated above the low speed limit for the duration of the log file. The center reported driveline fault alarms upon interrogation. The system controller was replaced but the alarms persisted. A driveline replacement was scheduled under work order (B)(4), but it was determined that the damage was internal and the patient denied replacement. The patient was discharged with a grounded cable. The patient remains ongoing on vad support. The hmii lvas IFU and patient handbook describe all system controller alarms, including driveline fault alarms, as well as how to respond to such events. Additionally, the IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents no further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that driveline faults were found upon interrogation in the clinic. No pump stops were observed, and the patient denied any audible alarms. No clinical symptoms were reported. Review of the submitted log file by a representative of technical services confirmed the occurrence of 227 driveline fault events within approximately 19 days of history. There were no reductions in pump speed associated with these events. The driveline fault alarm appeared to be the characteristic of an early driveline fault due to the sensitivity of the driveline fault detection circuitry. A system controller exchange was performed, but within a few minutes the driveline fault alarm re-occurred. Technical services reviewed a second set of log files in conjunction with the first and revealed potential degradation to the driveline. The data recorded indicated that there have been no interruptions in motor function. During technical services onsite evaluation on 03jan2018, it was determined that the driveline fault alarm was likely due to an internal fracture. The previous distal end percutaneous lead (driveline) replacement on (B)(6) 2017 was performed less than 4 inches from the skin exit site. The customer declined another repair attempt. The patient was discharged home on a grounded patient cable.